Event description:
It was reported that during a coronary stenting treatment procedure, the catheter became entrapped/stuck on the guide wire. The 99% stenosed lesion was located in a non-calcified, moderately tortuous proximal left circumflex artery (lcx). During the procedure, friction was experienced when the physician advanced the 2.50mm x 24mm promus element stent delivery system (sds) over a non-bsc guidewire. The sds became stuck on the guidewire and both devices were removed together as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified tip damage. No issues were noted with the crimped stent and the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. It was not possible to pass a 0.015 inch guidewire through the guidewire lumen due to the solidified blood being present. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the catheter became entrapped/stuck on the guide wire. The 99% stenosed lesion was located in a non-calcified, moderately tortuous proximal left circumflex artery (lcx). During the procedure, friction was experienced when the physician advanced the 2.50mm x 24mm promus element stent delivery system (sds) over a non-bsc guidewire. The sds became stuck on the guidewire and both devices were removed together as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).